Event description:
It was reported that the insulation on the endowrist cobra grasper instrument is splintering. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found deep scratches in an area extending approximately .500" from the intersection with the proximal clevis where material was removed from the main tube. Engineering also noticed tube damage in different sections within 3" from the same interface where material was removed and fibers are exposed. Based on the location and appearance, the damage was most likely caused by instrument collisions combined with rough handling. Engineering also conducted performance tests and found that the grips would not close properly due to the large teeth not meshing properly. The grips were inspected under magnification and one grip hub was found to have a crack above the swaged section that is causing an offset at the tips. Crack may be due to a void in the grip or caused by mishandling or misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.